Manufacturer narrative:
Reliability analysis inspected one opened and or used enlite sensor and performed bicarbonate buffer test. Sensor failed per spec with due to low readings. The cannula was also found to be split from the tubing.

Event description:
The customer reported via phone call of calibration errors. The customer's blood glucose level at the time of incident was 151mg/dl. The customer states they are receiving intermittent calibration error alerts. Troubleshooting was conducted, and the customer was advised to change site. The customer's sensors are being replaced and returned for analysis.